Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2, reference MFR. Report# 1627487-2018-05039. It was reported (australia) the patient received 2 new drg lead on (B)(6) 2018, following a procedure , the patient was unable to move both his legs. The physician believed the leads may have gone intra-dural and was found in dura matar. As a result, later that day the newly implanted leads were explanted. Later on (B)(6) 2018 the whole system was explanted. Reportedly, the patient has regained some movement in the left leg.

Event description:
Device 2 of 2. Related manufacturer reference number: 1627487-2018-05039. Follow up information provided the physician¿s name associated with this complaint.